Event description:
It was reported that the pump shut down while running on battery power. The pump alarmed multiple times relating to helium loss. The pump was swapped at the destination. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump shut down while running on battery power. The pump alarmed multiple times relating to helium loss. The pump was swapped at the destination. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of "pump shut down running on battery power" is confirmed. The pump shut off after approximately 72 minutes when operating on battery power after a full charge during the complaint investigation. The battery failed battery load test. A definitive root cause could not be determined but a potential cause of the short battery life is a result of battery maintenance. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. A device history record (DHR) review was conducted for the serial number/lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the pump shut down while running on battery power. The pump alarmed multiple times relating to helium loss. The pump was swapped at the destination. There was no report of patient complications, serious injury or death.